Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The customer provided their microbiological testing results: sampling date: (B)(6) 2024 sampling from: suction channel cfu, bacterial identification: 240cfu/ml, citrobacter brakii 0.1cfu/ml, (B)(6). The subject device was sent for microbiological testing prior to receiving the device for inspection and testing. According to the results of the testing performed by a third party lab, sampling completed on (B)(6) 2024 of the distal end, biopsy/suction channel, air/water channel did not detect any bacterial contamination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The subject device was returned to olympus for evaluation. During inspection, a whitish foreign material was found in the air/water channel, the air/water cylinder. Based on the investigation results, the white foreign material was possible an anti-gas product such as simethicone; however, the foreign material could not be identified. The presence of microbiological contamination and foreign material are likely the result of insufficient reprocessing; however, information received from the user did not indicate any deviation from the instructions for use reprocessing steps. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no detection of microbial contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.